Manufacturer narrative:
Concomitant medical products: product ID: 5076-45 lead, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock for atrial fibrillation/atrial tachycardia with possible rapid ventricular response detected as fast ventricular tachycardia(fvt). The fvt zone was programmed off after the episode was detected and treated. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.